Event description:
It was reported that the patient sufered from intestinal obstruction two weeks after the operation. The procedure took place in 2001. The doctor confirmed two weeks later by laparoscopy that almost the whole surgicel was not assimilated in the patient. The product was removed.